Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had not received any relief from their implant and wanted it removed. It never worked and the patient had pain at the battery site. It was unknown if any environmental, external, or patient factors may have led to the event. It was unknown if any diagnostics or troubleshooting were performed. Explant of the implantable neurostimulator (ins) was scheduled for (B)(6) 2016. The patient was alive with no injury. The issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.